Event description:
It was reported that the day after being implanted with the spinal cord stimulation (scs) system the patient did not feel stimulation in their targeted pain areas. X-ray imaging taken in the field revealed significant downwards migration of the newly implanted lead. The physician assessed the use of an inadequately fixated suture sleeve and the fact that a laminotomy was needed to place the lead caused less lead stability in situ. Attempts to program the device were unsuccessful and the patient underwent a revision procedure where the linear lead was replaced with a paddle lead. The patient did well post-operatively and received adequate coverage. The device was discarded by the facility and was not returned for analysis.